Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was alarming insulin flow block alarm even after multiple adjustments. The customer¿s blood glucose level was unknown. The customer also believed the insulin pump was not working properly. Again today they had insulin flow blocked alarms. The customer also stated that the battery of the insulin pump was not lasting more than a week. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08680 inches. No unexpected insulin flow blocked alarm or under delivery anomaly noted during testing.